Event description:
A social media platform reported that the omnipod system did not function properly, leading to hyperglycemia. The patient's blood glucose levels were noted to exceed 1000 mg/dl, which resulted in a stroke. Additionally, it was reported that the patient is unable to walk due to the amputation of 2 1/2 inches of their leg. No further details are available as no patient identifiers were disclosed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.